Manufacturer narrative:
Initial and final MDR (B)(4) -device 2 of 10.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced an events of leakage of cannula on (B)(6) 2024. The issues occurred with ten infusion sets aand site was legs and flanks. The blood glucose level of the patient was 400 mg/dl. No further information available.